Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent sensing integrity counter (sic) and inappropriate ventricular tachycardia (vt) detection on electrogram storage. Review of remote transmission revealed fluctuating r-waves, in addition to oversensing during pocket manipulation and patient arm movements. During a revision procedure, a tug test was performed prior to disconnecting the right ventricular (rv) lead from the device, and no issues were observed. The rv lead was then disconnected from device, and no noise was demonstrated through the analyzer, even when manipulating the lead and device. The physician chose to remove the implantable cardioverter defibrillator (ICD) and connect the existing right atrial (ra) and rv lead to a new ICD device. There was no noise or oversensing noted. The procedure was completed successfully and the ICD was replaced with a new device. No patient complications have been reported as a result of this event.